Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that the device was not controlling the pain and patient did not lose therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that surgical intervention was undertaken wherein the ipg was explanted. No additional information was available.